Manufacturer narrative:
Please note updates to sections a2, a3, b6 and additional b5 narrative: the balloon just burst before sealant was fully deployed and the procedure was completed by using another mynx device which deployed without any issues. The hospitalization was not extended as a result of this event. The device was us ed after a peripheral intervention procedure was performed using an antegrade approach. The user was a mynx certified interventional cardiologist with 1000¿s of successful deploys. A cordis 6f avanti sheath was used in the procedure. The puncture femoral site was a good stick. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer and the vessel type was arterial. The vessel diameter was also verified to be greater than or equal to 5 mm in diameter and there was moderate vessel tortuosity. The stick location was within IFU and there was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The balloon of a 6f-7f mynxgrip vascular closure device (vcd) popped before it could be fully deployed. There was no reported patient injury. The balloon just burst before the sealant was fully deployed and the procedure was completed by using another mynx device which deployed without any issues. The hospitalization was not extended as a result of this event. The device was used after a peripheral intervention procedure was performed using an antegrade approach. The user was a mynx certified interventional cardiologist with 1000¿s of successful deploys. A cordis 6f avanti sheath was used in the procedure. The puncture femoral site was a good stick. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer and the vessel type was arterial. The vessel diameter was also verified to be greater than or equal to 5 mm in diameter and there was moderate vessel tortuosity. The stick location was within the IFU and there was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The device was used in the patient. The device was stored as per labeling and opened in sterile field. The product was not returned for analysis. A product history record (phr) review of lot f2013301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device was reported to be available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) popped before it could be fully deployed. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The device is expected to be returned for evaluation.